Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. The explanted device was not returned.